Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one opened (without original packaging) used nasogastric tube. Visual inspection of the sample noted no obvious visible defects. The blue pigtail lumen was flushed without any leaks. The clear suction lumen was flushed and leaked through a hole in the clear suction lumen behind the area where the blue air vent pigtail lumen met the clear suction lumen. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "hole not sized correctly during design phase". The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the nasogastric tube product ifus are found to be adequate based on past reviews. Correction: e4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tube was placed and placement could not be verified by auscultation. The tube was then removed and placed by a different nurse and verification still could not be verified by auscultation. 5 ml of water was placed in the tube via syringe and it came back out thru the blue pigtail (vent port). A second, new tube was obtained and inserted without difficulty and verification of placement via air bolus was heard. Per additional information, the patient was unable to follow commands and move food safely so the tube was placed for tube feedings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tube was placed and placement could not be verified by auscultation. The tube was then removed and placed by a different nurse and verification still could not be verified by auscultation. 5 ml of water was placed in the tube via syringe and it came back out thru the blue pigtail (vent port). A second, new tube was obtained and inserted without difficulty and verification of placement via air bolus was heard.